Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 4, 8.0, 9.2. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 5, 8.1, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 8, 8.1, 9.4. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 9, 8.1, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 10, 8.1, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 12, 8.1, 9.9. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 14, 8.1, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 16, 8.2, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 18, 8.2, 9.4. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 20, 8.2, 9.6. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 22, 8.2, 9.9. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 24, 8.3, 9.9. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 26, 8.3, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 28, 8.3, 9.3. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 30, 8.3, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 32, 8.4, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 34, 8.4, 10.1. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 36, 8.4, 9.9. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 38, 8.5, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 40, 8.5, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 42, 8.5, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 2, 8.0, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 3, 8.0, 9.4. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 6, 8.1, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 7, 8.1, 9.6. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 11, 8.1, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 13, 8.1, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 15, 8.1, 10.1. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 17, 8.2, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 19, 8.2, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 21, 8.2, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 23, 8.3, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 25, 8.3, 9.4. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 27, 8.3, 10.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 29, 8.3, 10.1. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 31, 8.3, 10.0. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 33, 8.4, 9.3. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 35, 8.4, 9.8. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 37, 8.4, 9.7. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 39, 8.5, 10.2. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 41, 8.5, 10.1. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 43, 8.5, 9.5. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.

Event description:
User received discrepant calcium results. Forty-three patients involved. All results in mg/dl. Sample 1, 8.0, 9.6. Erroneous results were reported, no adverse events reported. Field service rep determined root cause to be a clogged sample probe and cleaned the probe. Performance tests were performed which were within specification.